Event description:
The x-ray system did not provide x ray in either fluoroscopy or in radiography.

Manufacturer narrative:
(Conclusions & results) - the investigation found the problem was solved by replacing a defective 1.25a fuse on the en168 board. The exact root cause is unk. Replacement of a defective 1.25a fuse which might has contributed or caused the reported problem and which therefore is suspect has solved the problem. This component has no exceptional or increased failure rate. Failure rates and reliability of components are monitored. There is no required mandatory field action.